Event description:
Dealer stated "received the new chair and had a complaint of noise when the customer first got the chair, but went away so didn't replace the motor/gearbox at that time. The customer called and said, the motor/gearbox had seized up and wouldn't drive, so we shipped out a replacement motor/gearbox 2nd day air. Dealer not happy with the performance of the motor/gearbox. Had to drive 6 hours to perform the repairs at his costs."

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 3 months old. The owner's manual part number 1143190 rev k (mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.